Event description:
It was reported that during treatment planning for breast brachytherapy, one of the treatment lumen measurements was longer than expected. The pt's treatment plan was adjusted accordingly and treatment was completed without incident.

Manufacturer narrative:
The device was not returned for evaluation as it was discarded by the user facility. Therefore, a complaint sample evaluation could not be performed. The device history record could not be reviewed as the lot is unk. The current IFU (instructions for use) state: CT imaging should be used in conjunction with commercially available treatment planning software to determine appropriate source lumens, source dwell positions and dwell times for optimized radiation delivery of a prescribed dose to the targeted treatment of volume. Warning: to insure appropriate treatment dose distribution, the applicator must be imaged prior to delivering each fraction of radiation to confirm correct position, balloon volume, skin spacing and conformance. Conclusion: based on the limited information available the results of the investigation are inconclusive and the definitive root cause of the reported complaint is unk.